Event description:
It was reported that the patient had chest pain the second night after the implant and was sent home without any pain medication. The patient went to the emergency room because the patient felt the heart racing and out of synch. A chest x-ray was performed verified that the leads had not moved out of position. Follow up information was received and indicated that the patient was seen in the office. It was noted that the atrial lead was undersensing and a parameter on the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was further reported that the micro-perforation was caused by the atrial lead during the procedure. The patient had a pericardial window after procedure. The patient was put on meds for their a-fib issues and the device was reprogrammed which improved the patient's health issues/symptoms. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient that their a-fib (atrial fibrillation) was getting worse and therefore an ipg (implantable pulse generator) was implanted. About a week or two later the patient had a pericardial bleed as a hole had been poked in their heart. The patient was put on medicine. The patient noticed swelling in the feet and ankles, burning sensation, a rash that started at the scar, and their muscles feltlike they were all asleep or horrible sunburn that was all over their body, and a serious burning urination. The patient was hospitalized for two days for observation where their ef (ejection fraction) was at 55. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).